Event description:
A customer had reported that a flo-gard infusion pump had experienced an f-73 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The cause of the f-73 alarm was determined to be a loose cn201 harness. In order to correct the condition, the harness was reconnected. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.